Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose of 41 mg/dl treated with food. Customer states that they experienced high and low blood glucose of 310 mg/dl, 48 mg/dl. Customer mentioned that they had prostate cancer and had stress. Customer¿s current blood glucose was 292 mg/dl. Drive support cap was normal. Customer advised to monitor the insulin pump. Insulin pump will not be return for analysis.